Event description:
It was reported that the patient experienced new pain and discomfort in the back shortly after an indirect decompression spacer implant procedure. An x-ray revealed that the spacer shifted at the l4-5 lumbar vertebrae. The patient underwent a spacer explant procedure and has recovered postoperatively. The device will not be returned as it was disposed of by the medical facility.